Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the helix could be seeing popping out and not advancing gradually under radiography. It was also reported that the helix was stuck in the myocardium, so the rv lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event.